Manufacturer narrative:
Literature citation: swanson et al. Flexible implant arthroplasty in the proximal interphalangeal joint of the hand. The journal of hand surgery. 1984; 10a: 796-805. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 1985 literature article, by swanson et al. Titled "flexible implant arthroplasty in the proximal interphalangeal joint of the hand," the authors report 22 implant fractures in situ and 13 revisions following pip joint arthroplasty with swanson finger joint implants.